Event description:
It was reported that the 9800 system had a ma sensor error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray controller board, generator interface board, filament drive, and the high voltage tank were installed during the service call. The system was tested, and found to be working as intended, and put back into service.